Manufacturer narrative:
The customer called siemens to report an issue with the immulite 2000 substrate load cell. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data, and observed numerous pages of results with error on (B)(6) 2017 and instructed the customer to stop running the instrument. A look back was performed by the customer from the date of the error results were generated. During a visit on (B)(4) 2018, the cse decontaminated the substrate bottle as part of an unrelated service. The cse inspected the substrate load cell and noticed the metal bracket was sticky and causing the empty substrate bottle to be detected as full. The cse cleaned the substrate load cell and confirmed the correct volume was reported by the substrate load cell. The cause of the error results was due to a mechanical failure of the substrate load cell. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant beta-2 microglobulin (bmg), dhea-so4 (dhs), growth hormone (gh), homocysteine (hcy), om-ma (ov), intact parathyroid hormone (pth) and thyroid stimulating hormone (tsh) patient test results were obtained on an immulite 2000 instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument and corrected results were reported out. The following day, (B)(6) 2018, the instrument generated error results instead of values. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.